Manufacturer narrative:
An event regarding altr involving an omnifit shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient's left hip was revised due to pain. Noted intraoperatively, an abc study cup was in the acetabulum and impingement was seen between the cup and the neck of the stem. No debris was seen however, the surgeon noted black tissue and metallosis in the capsule.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Patient's left hip was revised due to pain. Noted intraoperatively, an abc study cup was in the acetabulum and impingement was seen between the cup and the neck of the stem. No debris was seen however, the surgeon noted black tissue and metallosis in the capsule.